Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead integrity alert was triggered for the right ventricular lead due to a high number of short v-v intervals and multiple recorded episodes of non-sustained ventricular tachycardia. Noise was observed on the electrograms corresponding to this lead¿s tip-to-ring and can-to-coil configurations. Also, it was determined through a comparison of a current interrogation report with one from approximately five years ago that both sensing and pace impedance had decreased for this lead. A breach in the lead¿s insulation was suspected. The lead was reprogrammed and remains in use; both the lead and the patient continue to be closely monitored via weekly remote transmissions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
Additional information received reported that oversensing and noise were reproducible with isometrics. The lead was explanted and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.